Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on the scope mount. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the following reportable malfunction was identified during the device evaluation: scope mount corrosion. Based on the results of the investigation, a probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.